Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Device history record (DHR): reviewed the device history record for batch number 23l10g8316 and there were no defect encountered during in process and final control inspection. Sample for evaluation: received 1 piece (used and contaminated) an introcan safety pur 22g, 0.9x25mm-jp without packaging. Protective cap and capillary hub were not returned for investigation. Vision inspection: the clip was observed engaged on the cannula tip upon received. No damaged or deformed observed on safety clip arm, backwall and clip hole under 20x magnification using keyence microscope. Clip travel scratch lines was observed on cannula surface. No dented or excess metal nodes observed on cannula surface. Measurement: the cannula outer diameter was measured at 3 different sections (near crimp area, middle and near cannula hub). The results were passed and within the specification. The crimp width and crimp length of complaint cannula sample were passed within specification. Reviewed assembly process: the process cards for the complaint batch show no abnormality. Simulation: simulation was carried out by manually assembled the returned cannula with fresh catheter hub sample for verification the clip function during cannula withdrawal. Results: the safety clip of the returned sample was able to engage successfully and completely covered the cannula tip. Conclusion: the returned sample was received with the safety clip already engaged and covering the cannula tip. All measurements were found to be within the specifications. Simulated with fresh catheter hub shows the clip was able to engage and cover the cannula tip. As no defect was observed, complaint is not confirmed. Device history record (DHR): reviewed the device history record for batch number 23l10g8316 and there were no defect encountered during in process and final control inspection.

Event description:
According to the event description: the safety clip did not work when removing the inner needle. When disposing of the needle, the nurse accidentally rubbed the tip of the needle on her hand. Fortunately, I was wearing gloves, so no one was hurt. Also, when the defective product was collected from the agency, the needle was properly protected with a clip all the way to the tip.